Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 17107949. D.4. Medical device expiration date: unknown. D.10 device available for eval yes, d.10 returned to manufacturer on: 08/17/2020. H.4. Device manufacture date: 10/27/2017. Investigation conclusion: one 20159e7d set was received for investigation, the sample appeared to be unused with no fluid within the line and the protective caps in place; no packaging was received with the sample and the customer could not confirm the affected lot, however the laser ID from the smartsite components indicates the affected lot number to be 17107949. A visual inspection identified the tubing was mildly kinked near each smartsite component; no flow issues were noted as a result of these kinks during functional testing. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause was not be determined in this instance; however it is possible the mild kink could be caused by hard components of the set (e.g. Slide clamps) being positioned over the tubing. During sterilization, the products are exposed to an elevated temperature and multiple vacuum cycles which can cause the product to become pressed into this position and retain the kinked shape. A review of the production records for lot 17107949 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, it is likely that the kinking may have been caused by the slide clamps being pressed into the tubing during sterilization; however this was determined to be a cosmetic issue which did not affect the functionality of the product. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to reports of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no other similar report against the 20159e7d set in the past 12 months.

Event description:
It was reported that ext set w/macrobore 2vps y-conn, 7 day tubing kinked. The following information was provided by the initial reporter: report suggests the user found pre-formed kinks in the tubing which can¿t be undone. Pre-formed kinks in the tubing which can¿t be undone. The tubing bore is therefore reduced and creates serious issues with infusions.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ext set w/macrobore 2vps y-conn, 7 day tubing kinked. The following information was provided by the initial reporter: report suggests the user found pre-formed kinks in the tubing which can¿t be undone. Pre-formed kinks in the tubing which can¿t be undone. The tubing bore is therefore reduced and creates serious issues with infusions.